Event description:
(B)(4). The provider states the unit has low o2, the compressor is loud and the alarm is intermittent at startup. The provider states the unit has 11081 hours on it and is used as a rental unit.